Event description:
Event description cpi received information that this transvenous defibrillation lead had a broken pin behind the header causing inappropriate shocks to be delivered to patient. The lead and implantable cardioverter defibrillator were removed.